Event description:
The customer reported a power cable short. Further info was received from the field service engineer indicating that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.